Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed, and the distal conductor of the lead developed a fracture due to flexing while in vivo. Analysis of the device memory was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the lead was returned for analysis, however, prior to returned product analysis, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead exhibited high and undefined impedance. A temporary pacing failure occurred due to oversensing of noise caused by a lead fracture. The patient¿s mother noted that the patient¿s heart had skipped a beat. During the removal attempt, the lead had ¿adhered severely to the tissue,¿ and therefore the lead had to be explanted by partially cutting it out. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.